Event description:
It was reported that a peritoneal dialysis (pd) patient had to be rushed to the hospital after a fall and was not able to turn off the cycler. Technical support informed the patient that it should be ok being left on. Upon follow up, the patient¿s pd registered nurse (pdrn) confirmed the patient was taken to the hospital after falling at home. The patient was connected to the liberty select cycler during the fall, however it is unknown if the patient had begun treatment before the fall. The pdrn reported the patient did not trip over the tubing, nor did the patient lose consciousness. The patient reportedly ¿just lost footing¿ while ambulating around the bed to get something and fell. The patient was taken to the emergency room for x-rays to rule out any broken bones/fractures. The x-rays were negative, and the patient was released after being observed for several additional hours on (B)(6) 2021. The patient remains sore but is recovering from the events. The pdrn stated there is no adverse event involving a fresenius device(s) and/or product(s) to report. Based on the available information, the patient¿s liberty select cycler is disassociated from the events. There is no allegation or objective evidence indicating a serious injury, patient death, or other serious adverse event(s) related to a fresenius device(s) or product(s) occurred warranting further investigation. Furthermore, the patient resumed utilizing the same liberty select cycler at home, without any reported issues of machine malfunction or deficiency.

Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.

Manufacturer narrative:
Clinical statement: there is no allegation or objective evidence indicating a serious injury, patient death, or other serious adverse event(s) related to a fresenius device(s) or product(s) occurred warranting further investigation. The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
It was reported that a peritoneal dialysis (pd) patient had to be rushed to the hospital after a fall and was not able to turn off the cycler. Technical support informed the patient that it should be ok being left on. Upon follow up, the patient¿s pd registered nurse (pdrn) confirmed the patient was taken to the hospital after falling at home. The patient was connected to the liberty select cycler during the fall, however it is unknown if the patient had begun treatment before the fall. The pdrn reported the patient did not trip over the tubing, nor did the patient lose consciousness. The patient reportedly ¿just lost footing¿ while ambulating around the bed to get something and fell. The patient was taken to the emergency room for x-rays to rule out any broken bones/fractures. The x-rays were negative, and the patient was released after being observed for several additional hours on (B)(6) 2021. The patient remains sore but is recovering from the events. The pdrn stated there is no adverse event involving a fresenius device(s) and/or product(s) to report. Based on the available information, the patient¿s liberty select cycler is disassociated from the events. There is no allegation or objective evidence indicating a serious injury, patient death, or other serious adverse event(s) related to a fresenius device(s) or product(s) occurred warranting further investigation. Furthermore, the patient resumed utilizing the same liberty select cycler at home, without any reported issues of machine malfunction or deficiency.